Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was cracked in an unspecified location which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. The transfer set met specification. The set was returned with an unknown blue adapter and partial tube attached to the patient connector. Visual inspection and leak testing confirmed a leak coming from a small hole / cut in the unknown tube with blue adaptor returned with the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.